Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was 24mm in diameter, 15mm in length and was not angled or calcified. The remainder of the vessel morphology was unremarkable. It was reported that the bifurcated stent graft was positioned below the renal arteries and then an angiogram was done to confirm renal artery patency which was confirmed. The stent graft was deployed and another angiogram was done and showed that the left lower renal artery was totally occluded by the stent graft (mfg 2953200-2010-02132). It is unk how this occurred. The physician attempted to pull the stent graft down by placing a reliant balloon in the flow divider and pulling down, but the stent graft could not be pulled down. The physician attempted to stent the left renal artery, but was unable to get the wire in the left renal artery. The left renal was left occluded. The physician continued on implanting the rest of the stent graft system. It was reported that there was a type 3 junctional endoleak coming from between an aneurx ipsilateral limb and a talent ipsilateral extension limb (mfg 2953200-2010-02134) due to inadequate overlap between the two devices. An iliac extension was implanted to cover the junction area between the ipsilateral limb and the ipsilateral extension and this successfully resolved the endoleak. The patient's creatinine level did not rise and the patient was producing a lot of urine after the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): results - endoleak; results/conclusions: inadequate overlap between the 2 devices.